Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler /liberty cycler set malfunction or product deficiency was associated with this event. The exact cause of the peritonitis cannot be determined with the information available. However, the patient¿s pd effluent grew pseudomonas which is bacteria typically found in the environment (water/soil and favor moist areas such as sinks, toilets and showers). Peritonitis is a well-known potential complication in pd patients and infection caused by the organism pseudomonas is not uncommon finding.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up with the pd registered nurse (pdrn), it was reported that on (B)(6) 2019 the patient was hospitalized for peritonitis. Per the nurse, pd cultures obtained in the hospital (date unknown) yielded growth of pseudomonas. The patient was treated with unknown antibiotics while hospitalized (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis (hd). Subsequently, on (B)(6) 2020, the patient was discharged home continuing hd. Reportedly, the patient is recovering from the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.